Event description:
It was reported that; part of the acculif tl inserter broke at the point where the tubing is attached to the inserter.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. According to the surgical technique for acculif instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, and disposal attention. Conclusion: the plausible root cause of the reported event is likely multifactorial in nature.

Event description:
It was reported that; part of the acculif tl inserter broke at the point where the tubing is attached to the inserter.